Manufacturer narrative:
An attempt to inflate the balloon with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon, approximately 7mm from the balloon proximal tip. Upon visual inspection of the introducer sheath, it was noted that the distal tip was damaged (nick, sharp edge). Based on the information received and the investigation performed, the root cause of the balloon loss of pressure was damage to the distal end of the introducer sheath which could cause a puncture of the balloon, resulting in a loss of pressure. The review of the lhr (lot f1334406) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported to aci: during the deployment, after the initial swell period, the physician left the balloon on the device inflated for a few minutes (while protamine was given). A hematoma was noted and the scrub tech applied firm manual pressure. Manual pressure was applied for approximately 5 minutes with continued hematoma formation. Pressure was being applied while the device was still in place with the balloon inflated. The physician was notified and assessed the site. The hematoma grew to approximately 6cm in size. While the scrub tech was releasing manual pressure from the patient's groin, the mynxgrip device was removed due to loss of pressure to the balloon. Therefore the device was not cut. Manual compression was resumed to achieve hemostasis. The total duration of the manual pressure was approximately 40 minutes. The patient was hospitalized due to the mynxgrip device/procedure.